Event description:
It was reported that the device exhibited post-paced t wave over-sensing via a review of remote transmission. Programming changes were discussed but not made at this time. There were no adverse health consequences to the patient.